Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that mold-like foreign matter was found inside the bd micro-fine¿+ needle for pen injection hub during use. The following information was provided by the initial reporter, translated from japanese: "this report is about fm. When the parent removed the protective seal to administer the drug to the child, a mold-like fm was found on the inside of the hub on the needle np side.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold-like foreign matter was found inside the bd micro-fine¿+ needle for pen injection hub during use. The following information was provided by the initial reporter, translated from japanese: "this report is about fm. When the parent removed the protective seal to administer the drug to the child, a mold-like fm was found on the inside of the hub on the needle np side."